Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer was hospitalized due to diabetic ketoacidosis and a high blood glucose level. Caller reported that the customer had been experiencing unexplained high blood glucose levels for two weeks leading up to the hospitalization. Blood glucose level at the time of admission was not provided. Caller reported that ketones were present in the customer's urine. Caller stated that the customer had recently been diagnosed with asthma, and the prescribed steroids raised the customer's blood glucose level. While hospitalized, the customer's blood glucose level went down to 323 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.